Event description:
Procedure: total laparoscopic hysterectomy. According to the reporter: during the closure of vault in an lavh case the endostitch device wasn't cycling the needle properly. The needle broke after few passes. The broken part of needle was left in pt at surgeon's discretion. The endostitch device was removed and the vault was closed per standard procedure. The pt as recovering well. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.

Manufacturer narrative:
(B)(4).